Manufacturer narrative:
It was identified during bench testing that the mx40 patient wearable monitor device did not produce sound. Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that the speaker produced no sound. Based on the information available and the testing conducted, the cause of the reported problem was a defective speaker. The reported problem was confirmed. The customer was provided with a replacement device to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported that during evaluation at bench, it was discovered that the mx40 patient monitor had no audio. The device was not in use on a patient at the time of the reported issue. There was no report of patient or user harm.